Manufacturer narrative:
An attempt to reproduce the reported event with the minimed mobile app (software version 2.7.0) installed on samsung galaxy s23 (android 14) with mmt-1885 780g pump (software version 6.7v) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: (B)(4). After conducting a thorough investigation, we have found that: the cause of the failed pairing was due to the phone with enabled cross-device services feature enabled did not respond to the pump gatt descriptor read-by-type request. The descriptor belongs to the cross-device services feature characteristic. Issue status: confirmed. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: please explain to the customer that the bluetooth connection is sensitive to electromagnetic interference, for example, a microwave oven turned on nearby can break the connection. Other steps that may improve connection stability (if emi is not the problem): disable cross-device service in the phone: 1) on your android device, open settings. 2) tap google, devices & sharing, cross-device services, or search â ¿cross-deviceâ ¿ from settings. 3) make sure the use of cross-device services is off or disabled. Disable battery optimization for the mmm app: 1) long tap on the mmm app icon>>app info>>battery saver>>no restrictions. Clear bluetooth's data: 1) steps for samsung devices (may vary slightly for other manufacturers): open settings>>tap ""apps"">>tap the sort icon (the down arrow with three vertical bars)>>tap ""show system apps"">>tap ""ok"" and all the system apps will appear in the list>>find and tap the ""bluetooth"" app>>tap ""storage"">>tap ""clear data"">>tap ""ok"" to confirm. Note: clearing the data will reset the app to factory default settings. Any personal bluetooth settings saved on the app will be removed. On some os versions (android 13+), the ""clear data"" button is inactive and cannot be pressed. In this case, and also if clearing bluetooth data did not help: 1) open settings>>tap ""general management"">>tap ""reset"">>tap ""reset wi-fi and bluetooth settings"">>tap ""reset settings"">>you may be prompted to enter your security credentials. Tap ""reset"" to confirm. Note: this will reset all wi-fi and bluetooth settings to factory default settings. All saved wi-fi and bluetooth connections and passwords will be deleted. After these steps, restart the phone and pair the phone with the pump. The helpline has not yet confirmed whether the recommended steps have successfully resolved the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication-between pump and mobile application. The customer reported no adverse event. The event involved product(s) mmt-6101. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. It¿s unknown whether the customer will continue using the application. No product return is required for mmt-6101.